Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced an occlusion alert overnight, did not hear the alarm until morning, and awoke to a high blood glucose of 398 mg/dl. The user replaced the infusion set and cartridge, after which insulin delivery was resumed, and the event is associated with an obstruction of flow at the connector/coupler. Symptoms include nausea associated with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem contributing to an obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.